Manufacturer narrative:
Insulin pump passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error hardware low level failure (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.

Event description:
The customer's parent reported via phone call that the customer was dissatisfied with it's insulin pump. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. The customer's parent states that the customer had low blood glucose. The insulin pump will be returned for analysis.